Event description:
Perfusionist reported that while coming off cardiopulmonary bypass after 5 hours, foam was coming out of the vent port on the gas outlet cap of the oxygenator - and that oxygen saturation levels had decreased and carbon dioxide levels were increased. The procedure was completed successfully without changing out the device - and the pt was reported to have tolerated the procedure. There was no reported injury or harm to the pt.